Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 500 mg/dl and current blood glucose value was 350 mg/dl. Customer treated by delivering bolus. Customer reported that they had not contacted their doctor regarding the high blood glucose value. Customer did not want to troubleshoot further for high blood glucose. Insulin pump will not be returned for analysis.